Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had intermittent atrial lead under-sensing and the right ventricular (rv) lead had a brief lead under-sensing on the electrograms (egm). Both leads remain in use. No patient complications have been reported as a result of this event.